Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is correcting information submitted on the initial medwatch report. Evaluation results: the malfunction was duplicated and attributed to incompatible software having been loaded onto the device. Review of the device history showed that the device previously had software version 2.32 and an older user configuration from software version 2.30.01 had been uploaded onto the device. Older user configurations are not compatible with software version 2.32. The user configuration was restored to the default setting and the device configuration was re-entered manually to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device reboot/reset itself. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.